Manufacturer narrative:
(B)(4).

Event description:
It was reported that the system was explanted due to an infection. A blood and wound culture was performed to verify that there was an infection. Lead vegetation and endocarditis were noted. The explant was not prophylactic. The patient was stable.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found.